Manufacturer narrative:
Results of investigation: the service technician was unable to duplicate and isolate the reported "screen does not work delaminated" problem. Found fluid ingress residue to which may have contributed the reported problem. This is a known issue addressed through eco (B)(4).

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Other -at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator touch screen does not work. There was no patient involvement associated with the reported issue.